Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed and data analysis identified potential high impedance within the battery. Device replacement was recommended; however, it had yet to be scheduled. The pacemaker remains in service and no adverse patient effects were reported.